Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing was noted on the right ventricular (rv) lead. Reprogramming was performed to change the sensing and recollect wavelet. The lead remains in use. The patient is a participant in the (B)(6) registry. No patient complications have been reported as a result of this event.